Manufacturer narrative:
At this time, the suspected device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the device, event log recorder transducer fault occurred. Performed transducer tests, exhalation differential 4075 failed. Exhalation differential press calibration failed at 0 cmh2o. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault while on a patient. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.